Event description:
Aquamantis machine and handpiece not working for bleeding patient. We had to open new supply and use another machine. ====================== manufacturer response for aquamantis machine and handpiece, (brand not provided) (per site reporter) ====================== biomed department is awaiting a response.